Event description:
After an implantation time of 2 months, a dislodgement of the lead was reported. The lead was explanted and replaced, but not returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. There were no indications of a material defect or manufacturing error.